Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B) (6) 2009, inratio: 5.0, lab: 3.4. Caller was not the person that performed the test. Patient not on lovanox or heparin.

Manufacturer narrative:
On (B) (6) 2009, discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2009, inratio: 5.0, lab: 3.4, mean: 4.20, confidence limits: 2.4-6.1. The mean of the inratio meter and corporative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. As of today, no product is expected to be returned. No further investigation is possible. No corrective action required at this time as no product deficiency was established.